Event description:
The patient underwent a planned procedure for a cormet hip resurfacing in 2008. It was reported that the patient suffered a femoral neck fracture on october 21st 2008. The doctor "feels that because of three anti-rotation spikes within cormet head, he was unable, because of dense bone, to seat femoral head by 3mm. He felt that excessive driving to seat implant could have caused stress fracture". Corin has not had access to the explanted device.